Event description:
It was reported that one (1) patient required incision and drainage to treat a hematoma following knee arthroplasty. Attempts have been made, however, no additional information is avaialble.

Manufacturer narrative:
(B)(4). Farid, y. R. (June 2025) non-biological modular knee arthrodesis for prosthetic infections with large defects at 5-year follow-up: an alternative to amputation. Techniques in orthopaedics. 40 (2) 1-7 https://doi.org/10.1097/bto.0000000000000696. D10 - concomitant devices - unknown orthopedic salvage system femoral stem catalog #: ni lot #: ni, unknown orthopedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopedic salvage system taper adapter 1cm catalog #: ni lot #: ni e1 - correspondence author. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A hematoma is a mass of clotted blood that forms in a tissue, organ or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, as specific timeframe of expected occurrence cannot be established. The reported event is considered procedure-related and unrelated to zimmer biomet devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.